Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm during testing noted. The device alarmed motor error during rewind due to motor high current draw. The device had cracked case at display window corners, battery tube threads, reservoir tube lip, and minor scratched and cracked display window.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose was 347 mg/dl. The customer stated that she did not recall any significant events leading to the alarm. The customer stated that she was trying to deliver insulin to herself when the alarm occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.